Manufacturer narrative:
On 10-february202, intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the small grasping retractor instrument was inspected prior to use. The surgeon was retracting when a silver cable broke on the instrument. The small grasping retractor did not collide with other instruments or tools during the procedure. There are no images or video recordings available. Patient demographic information was not released. There were no tests performed. No relevant patient information, including pre-existing medical conditions, is available.

Manufacturer narrative:
On (B)(6) 2021, intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the small grasping retractor instrument was inspected prior to use. The surgeon was retracting when a silver cable broke on the instrument. The small grasping retractor did not collide with other instruments or tools during the procedure. There are no images or video recordings available. Patient demographic information was not released. There were no tests performed. No relevant patient information, including pre-existing medical conditions, is available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "broken cable, instrument not opening/closing/articulating properly". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer's reported complaint. A review of the instrument log and tableau report was performed. Per the review, the instrument was last used on (B)(6) 2020 on system (B)(4) for 00:12:27. The small grasping retractor had 1 live remaining after the last use. The instrument has maximum 10 lives. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because, during a da vinci-assisted surgical procedure, a broken cable was noted in the small grasping retractor instrument. The instrument also would not open, close, or articulate properly. Although no patient harm, adverse outcome, or injury was reported, a broken pitch cable at the distal end was found during failure analysis and suggests that if the malfunction was to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken cable and the instrument was not opening/closing/articulating properly. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.